Manufacturer narrative:
Analysis of the neurostimulator, model 3058, serial (B)(4), found the setscrew was backed out too far. The setscrew was misaligned and initially was not able to be tightened down. With some slight difficulty it was possible to realign the setscrew and tighten it down.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that upon opening the box, the lead wires just prior to the distal contacts were all bunched up. The hcp could not insert the stylet, and it was noted that the damage was very visible. The lead was not used on any patient.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.